Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked end cap.

Event description:
Customer reported via phone call, the insulin pump was dropped and it was damaged. Customer stated he was on an insulin reaction and the customer had fallen and the device was broken into five pieces. Customer's blood glucose was 59 mg/dl. Customer was having an insulin reaction and the he fell on the device and it broke. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.